Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-06047, reference MFR. Report# 1627487-2017-06055. It was reported (B)(6) during the implant procedure the patient¿s airway became obstructed. The patient developed acute pulmonary edema. A code was called and patient was placed from prone position to supine position for resuscitation and intubation. Patient was stabilized and surgeons closed the wounds. Patient transferred to ICU. Reportedly, the patient is recovering.

Event description:
Device 2 of 3, reference MFR. Report# 1627487-2017-06047. Reference MFR. Report# 1627487-2017-06055. Additional information received identified the patient developed infection. (Reference MFR. Report# 1627487-2017-07080; reference MFR. Report# 07078; reference MFR. Report# 07081)